Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during set up / inspection for use, the bronchovideoscope had image noise. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. The noise occurring in the image was likely due to deformation of the plug unit and or some kind of stress. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.